Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer replaced both side rails on main drawer 4 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer broke and jammed, causing ball bearings to fall out, which hindered users from retrieving medications for patients. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.